Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. The tissue was removed with alcohol and the helix measures within specification. (B)(4).

Event description:
It was reported that the thresholds on the lead increased over time. Reprogramming was performed. The lead was removed and replaced. No patient complications have been reported as a result of this event.